Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: opening of the neck of the syringe is narrower than normal, therefore smaller flow rate, causing extra force to be applied during the preparation of cytostatic with phaseal. As a consequence, there was spillage due to loosening of injector and ll syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 11-jul-2022. H6: investigation summary: one sample along with multiple photos were provided to our quality team for investigation. The product was visually inspected and the tip was observed to be deformed and narrower than usual, verifying the reported issue. No issues related to the luer threading were identified. A device history review was performed for lot 2110096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: opening of the neck of the syringe is narrower than normal, therefore smaller flow rate, causing extra force to be applied during the preparation of cytostatic with phaseal. As a consequence, there was spillage due to loosening of injector and ll syringe.